Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the intern conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Isi followed up with the initial reporter and obtained the following additional information: it was reported that the damage was first observed in spd per the RMA, where staff noted that the insulation over the conductor wire was compromised, raising concern about whether the instrument was safe for future use, although the cable itself remained intact (not broken in half). There was no loss of cautery noted during use and the procedure was completed with the same instrument, and per the RMA, the damage did not result in any fragment falling inside the patient¿s anatomy. The instrument has already been returned to isi for evaluation under an RMA, and no additional information about thermal damage, arcing, or available images/video was provided.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps had a compromised insulation cable observed in spd with 4x magnification per the IFU. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image shows damage to the conductor wire insulation. There may be missing pieces of the insulation, it¿s not super clear in the image.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the following additional information was provided: the image shows damage to the conductor wire insulation. There may be missing pieces of the insulation,